Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several stent struts distorted, bunched, stretched and lifted from the stent profile. The stent moved distally on the balloon. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip was damaged. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13-jun-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, concentric target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). The lesion contained a >45 and <90 degrees bend. A 2.25x20mm promus element ¿ drug-eluting stent was advanced to treat the lesion but failed to cross. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed distal stent damage and stent moved on balloon.